Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06666. It was reported that when the patient presented in clinic, pericardial effusion was observed via echocardiogram. Computerized tomography (CT) scan did not show evidence of pericardial perforation. Leads were not suspected as part of the effusion. Pericardial drain was performed. The patient was asymptomatic. When the CT scan was reviewed again a few days later, minimal right ventricular (rv) lead perforation was confirmed. The rv lead was repositioned. The physician elected to reposition the right atrial (ra) lead to ensure the ra lead did not cause effusion. The patient was stable before, during and after the procedure.